Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient with oral carcinoma desired palliative intervention. During this treatment, the patient had good saturation > 95% while experiencing bronchospasm and some other issues while using a portex® endotracheal tube. Finally, there was slow desaturation to a minimum of 52%. Through a bronchoscope insertion, the team was able to determine that the device had kinked adjacent to the trachea. The situation was resolved. No other adverse effects were reported.